Manufacturer narrative:
Evaluation of the returned cat8 confirmed a fracture on its mid-shaft. Evaluation also revealed that the catheter was twisted at the fractured location. Based on the reported event, this is likely due to the sheath prolapsing into the aorta at the bifurcation. If the cat8 is retracted against resistance while pinned within anatomy, the device may become fractured. Further evaluation of the device also revealed kinks and an ovalization on the distal fractured portion. This damage was likely incidental to the complaint and may have occurred during multiple retrieval attempts. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoropopliteal using an indigo system aspiration catheter 8 (cat8), non-penumbra 5fr diagnostic catheter, and non-penumbra sheath. It was also reported that the sheath was previously buckling into the aorta while using a diagnostic catheter and guidewire to cross the lesion. During the procedure, the cat8 was advanced over the guidewire and retracted back once with aspiration. Next, the physician advanced the cat8 more distally and then removed the guidewire; subsequently, the physician wanted to retract the cat8 without the guidewire. However, while retracting, the midshaft of the cat8 become broken inside of the sheath at the bifurcation. The physician attempted to remove the broken cat8 using a snare device and a balloon catheter but was unsuccessful. Therefore, the patient was taken to surgery to remove the remaining broken cat8. There was no report of an adverse effect to the patient.